Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united arab emirates.

Event description:
Reference number (B)(4). The event occured in the united arab emirates. It was reported that patient faced infusion set leakage event on 26-jun-2025 the blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.